Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r & 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge their ipg as recommended. In turn, their ipg is no longer able to communicate with their charging system and programmer due to it being inoperable. A replacement charging system was sent to the patient but was unable to provide resolution. Troubleshooting attempts were also unable to provide resolution. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.